Event description:
It was reported that the customer received multiple intermittent cartridge alarms (cartridge alarm 29) with multiple cartridges during the load process. There was no impact to the customer's blood glucose. Reportedly, the customer reverted to an alternate pump for alternate insulin therapy.